Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed no defects on the extension set or the smartsite. Tactile examination found that the smartsite was completely fastened to the extension set. Functional and pressure testing was performed; a leak was found, but only in the as-received slightly unfastened state. When the set was completely fastened, the leaking ceased. Dimensional testing was performed on the female luer and male luer of both 30914 and the smartsite. All parts were found to be within the required specifications. The root cause of the leak was due to a slightly unfastened connection between the male and female luer of the sets.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the connection between the smartsite connector and an extension set while connected to a patient's central line which was used to infuse diphenhydramine, morphine, zosyn and saline. There was no patient harm.